Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation. Hospital and medical records have been requested but not yet provided.